Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 208 mg/dl and sensor glucose was 401 mg/dl at the time of call. The customer's daughter stated that the sensor was still suspending. The sensor will not be returned for analysis.